Event description:
It was reported that survey respondent mentioned about pain and urethral sphincter dysfunction when they were asked of the complications while using the biocath hydrogel coated foley catheter. It was unknown what medical intervention was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that survey respondent mentioned about pain and urethral sphincter dysfunction when they were asked of the complications while using the biocath hydrogel coated foley catheter. It was unknown what medical intervention was provided.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. Potential root cause for this failure mode could not be chosen due to insufficient information. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿warning: this is a single use device. Do no resterilize any portion of this device. Reuse and/or repacking may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which lead to injury, illness, or death of the patient. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause the balloon to burst.¿ correction: e h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.